Manufacturer narrative:
Phone number: (B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the customer had several bd vacutainer® plastic pst/pst ii tubes whose samples coagulated. No serious injury or medical intervention.